Manufacturer narrative:
Bracket, support arm.

Event description:
The customer reported the support arm bracket mounted on a ventilator stand came off the rail it was mounted on and fell off the device. The customer reported the support arm came into contact with the respiratory therapist that was using the device, but there was no user harm. The customer reported the mounting bracket is difficult to secure due to a small thumb screw and claims this adds to the likelihood the bracket can slip from the rail. The screw that secures the bracket to the rail must be fully engaged when mounted.